Manufacturer narrative:
Inspected 2 opened/used sensors with both missing needles and complaint was against serter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has with the sensor being stuck on the pedestal when the serter is pulled away. The patient's blood glucose was at 400 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.